Event description:
It was reported that following a lightening storm, the transmitter would not power on. Charring was noted on the adapter. The device was returned for evaluation.

Manufacturer narrative:
(B)(4).